Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), dyspareunia ("dyspareunia (painful sextual intercourse )"), menorrhagia ("heavy painful prolonged periods / menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), ovariocentesis ("drainage of ovarian cyst") and endometriosis ("reproductive system disorder or condition type of disorder or condition :endometriosis") in a 27-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anemia, anxiety, depression, fibrocystic breast disease, gerd, galactorrhea, hyperprolactinemia and pituitary microadenoma. Concurrent conditions included bloating since (B)(6) 2011, dysfunctional uterine bleeding since (B)(6) 2013, abdominal cramps since (B)(6) 2013, vaginal itching since (B)(6) 2013, vaginal burning sensation since (B)(6) 2013, vaginal discharge since (B)(6) 2013, mood swings since (B)(6) 2014, breast tenderness since (B)(6) 2014, panic attacks since (B)(6) 2014, uterine bleeding since (B)(6) 2014, cervical high grade squamous intraepithelial lesion since (B)(6) 2015 and menometrorrhagia since (B)(6) 2015. Concomitant products included alprazolam (xanax) since 2010, cyclobenzaprine hydrochloride (flexeril) since 2009, fluconazole (diflucan) since 2009, gabapentin since 2010, isotretinoin since 2010, propacet (darvocet) since 2009 and venlafaxine (effexor) since 2009. In 2009, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("heavy painful prolonged periods"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and fatigue ("fatigue"). In 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: utis") and vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)type: vaginitis/candidiasis"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 5 years 8 months after insertion of essure, the patient underwent ovariocentesis (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy, bilateral salpingectomy), surgery (novasure ablation), surgery (novasure ablation), surgery (laparoscopy, drainage of ovarian cyst) and surgery (ablation of endometriosis on (B)(6) 2010 and (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and vulvovaginal candidiasis had resolved and the abortion spontaneous, pregnancy with contraceptive device, ovariocentesis, endometriosis, fatigue and cystitis interstitial outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cystitis interstitial, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, ovariocentesis, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrapancies made as per mr :(B)(6) 2010: essure confirmation. Test :pelvic ultrasound type: transvaginal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2010:postoperative diagnosis: chronic pelvic pain, ovarian cyst, possible. Endometrial polyp,endometriosis operation: operative laparoscopy, ablation of endometriosis, ovarian biopsy, drainage of ovarian cyst, hysteroscopy, dilatation and curettage operative findings: uterus grossly normal, ovaries normal except for a simple cyst and hemorrhagic cyst in the left ovary. Endometriosis implants on the left ovary. Both tubes revealed evidence of tubal occlusion in to proximal portion where the essure device were placed. Concerning the injuries reported in this case the following ones were described in patients medical record: endometriosis, dyspareunia, interstitial cystitis, pelvic pain, ovarian cyst, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), dyspareunia ("dyspareunia (painful sextual intercourse )"), menorrhagia ("heavy painful prolonged periods / menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("miscarriage"), ovarian cyst ("drainage of ovarian cyst") and endometriosis ("reproductive system disorder or condition type of disorder or condition :endometriosis") in a 27-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anemia, anxiety, depression, fibrocystic breast disease, gerd, galactorrhea, hyperprolactinemia and pituitary microadenoma. Concurrent conditions included bloating since (B)(6) 2011, dysfunctional uterine bleeding since (B)(6) 2013, abdominal cramps since (B)(6) 2013, vaginal itching since (B)(6) 2013, vaginal burning sensation since (B)(6) 2013, vaginal discharge since (B)(6) 2013, mood swings since (B)(6) 2014, breast tenderness since (B)(6) 2014, panic attacks since (B)(6) 2014, uterine bleeding since (B)(6) 2014, cervical high grade squamous intraepithelial lesion since (B)(6) 2015 and menometrorrhagia since (B)(6) 2015. Concomitant products included alprazolam (xanax) since 2010, cyclobenzaprine hydrochloride (flexeril) since 2009, fluconazole (diflucan) since 2009, gabapentin since 2010, isotretinoin since 2010, propacet (darvocet) since 2009 and venlafaxine (effexor) since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced cystitis interstitial ("bladder or urinary problems or changes: interstitial cystitis"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("heavy painful prolonged periods"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and fatigue ("fatigue"). In 2011, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: utis") and vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)type: vaginitis/candidiasis"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 5 years 8 months after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (novasure ablation), surgery (laparoscopy, drainage of ovarian cyst) and surgery (ablation of endometriosis on (B)(6) 2010 and (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and vulvovaginal candidiasis had resolved and the abortion spontaneous, pregnancy with contraceptive device, ovarian cyst, endometriosis, fatigue and cystitis interstitial outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cystitis interstitial, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: discrapancies made as per mr :(B)(6) 2010: essure confirmation test :pelvic ultrasound type: transvaginal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion . On (B)(6) 2010:postoperative diagnosis: chronic pelvic pain, ovarian cyst, possible endometrial polyp,endometriosis. Operation: operative laparoscopy, ablation of endometriosis, ovarian biopsy, drainage of ovarian cyst, hysteroscopy, dilatation and curettage operative findings: uterus grossly normal, ovaries normal except for a simple cyst and hemorrhagic cyst in the left ovary. Endometriosis implants on the left ovary. Both tubes revealed evidence of tubal occlusion in to proximal portion where the essure device were placed. Concerning the injuries reported in this case the following ones were described in patients medical record: endometriosis, dyspareunia, interstitial cystitis, pelvic pain, ovarian cyst, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Reporter information added. Historical condition, historical drug, concomitant condition, concomitant drug, laboratory data, lot number were added. Added event abnormal bleeding (vaginal) , utis, vaginitis/candidiasis, endometriosis, drainage of ovarian cyst, dyspareunia (painful sexual intercourse ), interstitial cystitis, fatigue. Updated outcome, onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("heavy painful prolonged periods") and dysmenorrhoea ("heavy painful prolonged periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.